Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested/is expected but has not yet been received. The part and lot number for the tubing that was used in the procedure was not available. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. Device expected but not yet returned.

Event description:
It was reported that a planned left knee arthroscopy acl reconstruction with patellar tendon autograph procedure was performed on (B)(6) 2015. The pump was set at 40 for most of case and 50 for the remainder. There were no alarms. The tubing chamber was filled with a normal visible amount of fluid. Bladder inside the chamber was not collapsed. Orange clip on tubing sensor was removed prior to saline bag being spiked. Pressure sensor was not disconnected and reconnected. The tubing was not changed. There was compartment syndrome in left calf that was noticed toward the end of the procedure. When the leg was being flexed, it was discovered the calf area felt hard. Fluid was removed by performing and open fasciotomies of left medial and lateral calf immediately after the original procedure was completed. Incisions were approximately 4" - 6" in length. No unplanned overnight stay. The case was completed using the original tubing which was discarded after the procedure. Follow-up investigation: a procedure was performed on (B)(6) 2015 to close the fasciotomies.